Manufacturer narrative:
Device passed the displacement test and self test. No unexpected back light alarm anomalies noted. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer stated that the insulin pump was stuck in rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm but was unable to complete insulin pump rewind. The insulin pump was not making a sound or anything it went straight to motor error. The insulin pump indicated rewind and it would not do anything but it would say motor error. The customer cleared the error but if they hit act it would go back to rewind. The customer was filling the reservoir, it had a light it was on constantly the back light and they sent it through a self test. The insulin pump passed the self test and they hit rewind it did. The customer stated that the back light was not turning on during easy bolus. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer reported that the insulin pump did not work and stuck in motor error and rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.